Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow up will be sent if additional information is received.

Event description:
Per the independent repair center, the customer alleged problem is the unit shuts down, unit will not start, and the unit alarm is not functional. The key failure is power switch has no power or alarm.